Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. A cerebrospinal fluid (csf) leak was reported and the patient had a leak at the spinal site after implant. The healthcare provider (hcp) did a blood patch and the patient was doing better. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.